Event description:
It was reported that while demonstrating the patient controlled analgesia (pca) pump module pause feature using the etco2 pump module, the system did not recognize low co2, low respiratory rate, or apnea, and the pca did not shut off. The customer experienced this behavior two times, but then on a third attempt, the pca appropriately shut off when the etco2 alarm activated. The customer later noted that after a call with bd clinical educators, the customer tested the functionality of the pumps and found that everything was found to be working as intended. Also, there was no patient involvement as this was done in the education department.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of etco2 did not pause the pca as expected was not confirmed due to no devices were received for inspection and testing. The suspect devices were not returned for testing; however, two photos were provided by the facility showing a hydromorphone drug infusion in the pca, and a remaining volume to be infused (vtbi) of 25.1 ml in the concomitant pump module. The pca etco2 pause protocol can also be observed on pcu¿s screen. A log analysis could not be performed as there was no device or logs returned for investigation. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual states that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The etco2 module is not to be used as an apnea monitor. For the diagnosis or monitoring of apnea, a separate apnea monitor must be used. Pca pause protocol is an optional and hospital-configurable feature intended to align with hospital/health system¿s current protocol for patient monitoring during pca therapy. When enabled, pca infusion pauses and alarms when defined monitoring value (respiratory rate low) for etco2 module are exceeded and sustained. No devices were returned for this investigation; therefore, no inspection could be performed. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue in which the pca did not shut off when system failed to recognize low co2 could not be determined due to devices not being received for investigation. However, a probable root cause could be attributed to a user error, since the pause protocol feature functions are designed when a lower respiratory rate is detected, the infusion pauses and the protocol screen are displayed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.